Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs system was replaced due to an elective procedure, no allegation against the device.

Manufacturer narrative:
Correction to the initial MDR in b3, b5, d6b and h6.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.